Event description:
A pt reported that one touch basic meter failed the check strip test. Pt noticed that pt was getting inaccurate erratic readings for a couple of months. Back in february 2002, pt got a reading of 28 mg/dl. Pt re-tested and got a reading of 8 mg/dl. Pt got concerned since pt did not have any symptoms. Pt went to the ER where pt tested with a result of 274 mg/dl. Pt was not given any treatment and was sent home. Pt continued testing on the meter and taking a set amount of humalin 70/30 (6 units in am, 12 units at noon). Pt had been storing strips outside the vial. No further information has been reported.